Event description:
It was reported that a non-critical alarm due to low reservoir volume reached occurred and was confirmed by telemetry. During a refill the actual residual volume (arv) of 7.5ml was greater than the expected residual volume (erv) of 2ml. The patient had been experiencing breakthrough pain. The reporter stated that the events started over 4-5 refills and they were typically 5-6 reservoir discrepancies. The reporter believed the pump had "motor issues" due to using off-label dilaudid. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information received reported the cause of the event was the pump. The pump had normal premature battery depletion. A catheter dye study done on 2012 (B)(6) found no problem with the catheter. The patient had no signs or symptoms "yet."

Manufacturer narrative:
Product ID 8703w, lot # l38191, implanted: (B)(6) 1996, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).